Event description:
It was reported that the blade subject to this MDR broke during a total knee replacement. The surgeon doesn't have any concerns that broken pieces may remain behind in the body. There was no patient injury reported.

Manufacturer narrative:
The part number and lot number of product allegedly involved in this issue has not been supplied. Device not returned for evaluation as yet.